Event description:
Unomedical reference number (B)(4). Event occurred in the australia on (B)(6) 2024, it was reported by the patient's father that faced an issue with the pump. The pump was detected an occlusion that prevents the insulin flow and insulin blocked alarm was noticed. The patient was disconnected the site and remove reservoir from pump. In order to troubleshoot the patient was requested to remains disconnected and manually push insulin slowly through tubing with plunger. The issue was occurred during therapy. Insulin exits the tubing was noticed. The patient was requested to change the infusion set and reservoir. No further information available.